Event description:
This pt was brought to the or for rigid bronchoscopy and tracheal dilatation. During the procedure, the tip of the dilator (#22 pilling) and the body of the dilator became separated. The tip lodged in the right main stem bronchus. The pt's sao2 and heart rate immediately dropped; CPR was initiated ; et tube was inserted. After the pt was successfully resuscitated, the et tube was removed and dilatation continued. After the procedure the pt was returned to the ICU where he remained unresponsive to oral or pain stimuli.

Manufacturer narrative:
The set of dilators was immediately pulled from service.